Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device's paddles were unable to be removed from the connector on the cable, and the clinician was unable to attach the electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.